Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had damaged hinges on the monitor and cover. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse replaced the hinge (right) and hinge cover. Complete functional and safety checks were performed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a